Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third-party service center, a failure of the device's system board was observed causing the device to not power on. The device's system board was replaced and the device was recalibrated to address the issue.